Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing was leaking in the middle of the tubing through a pin hole event on 10-jun-2024. The infusion set had been used for 24 hours. The blood glucose level was high therefore the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.